Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 400 mg/dl at the time of incident. Customer reported has been using insulin pump system within 48 hours of reported event. Customer reported it seems like every time she puts in a new infusion set at night, she gets flow blocked the next morning when she boluses. Customer was reporting a past event. Customer reported alarm did not occurred during fill tubing. Customer reported event was resolved by infusion change. The devices will not be returned for analysis.